Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Ewolution study. It was reported that device migration occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. This 24mm watchman laa closure device was successfully implanted. The device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2016, the patient was hospitalized for an interventional procedure due to migration of the closure device. A mini maze and laa clip procedure were performed. The patient was discharged 6 days after admission. The event was considered recovering/resolving. No further patient complications were reported.

Manufacturer narrative:
Conclusion: operational context caused or contributed to event to known inherent risk of procedure. Device evaluated by MFR: the root cause was updated. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the closure device did not migrate as previously indicated. In (B)(6) 2015 a follow up transesophageal echocardiogram (tee) was performed and showed still flow in laa. This was discussed with patient at an outpatient clinic and the decision was made to perform a CT-scan to validate the flow in the laa. The CT-scan was performed 18 days later and revealed a partial occluded laa (flow in left auricula cordis); one lobe was not covered by the closure device, thus creating a leak. The device remains implanted in the patient.